Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 years and 10 months post implant of this 12mm pulmonary valved conduit in a (B)(6) pediatric patient, it was explanted and replaced with an unknown device. The reason for replacement was not reported. No additional adverse patient effects were reported.